Event description:
Customer reported that his insulin pump was not working correctly. Customer stated that he had low blood glucose of 48 mg/d because the insulin pump was over delivering. Customer stated that he troubleshoot his insulin pump and found that it delivered 22 units that he did not programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.